Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 7 years to 3.5 years in approximately six months. Boston scientific technical services (ts) reviewed the device data and confirmed that the power consumption had been increasing and was expected to continue to do so. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.